Event description:
The patient reported they never had therapeutic effect and experienced a return of pain. The pain was worse than before the pump was implanted. The patient was feeling deep pain in her tail bone; the pain she experienced prior to her pump implant. The patient was concerned that her physician would not offer her oral pain medication for breakthrough pain. The patient reported that she has cut her arms due to her pain. The patient reported that if she was not able to get breakthrough meds, she felt like tomorrow will be the end. The patient was referred to the suicide hotline. Patient followed up with their physician. A refill was done. Patient reported they experienced a headache after the morphine dose was increased 12%. Patient requested a pain patch in addition to the pump, as it gave her the best pain relief; per patient, the doctor was unwilling. The patient was seeking another physician to manage her care. Patient stated if the new physician was unwilling to help maintain her pump or explant it, she had decided to kill herself. Patient stated she did not want to talk to the suicide prevention line. Her husband was aware of her plan. Patient was sick of excruciating pain and doctors who will not treat her pain as patient felt was appropriate. Patient reported she followed up with the physician who implanted the pump. Patient reported "I have bad arthritis in my tail bone area. The pain I live with is not easy to put into words. Anyway, to make a long story short, I have times when the pain in my tailbone area is crushing, I can't remember things if goes into a deep 3-8+ days of this pain, even with meds. I have had now 7 spine operations. My dr said was the hospital I would not be have breakthrough meds. I thought, so I won't need them. Then the tail bone pain came in. I was as worried due to the comment dr made of the breakthrough pain. I tried to be proactive and sure enough he refused my breakthrough meds". "I can't live a year, or now another month until my dose like found, of stay with a doctor who negated me. I was upset, and told him, (the doctor), I felt so disrespected that my drug addict sister can run to any dr and get meds for nothing, yet I suffer." "Help me please asap. My mind and body can't take much more. I have the right to be treated with respect, dignity and for my pain!" Patient reported her pump was explanted; "I had to have my pain pump removed. There were two substantial reasons for the removal. First, the pump placed in me was extremely oversized. Upon a second opinion, it was discovered the pump was far too large for my body. During a round table meeting regarding complicated cases, my case drew out loud gasps by (B)(6), ect.... Of why I had a massive oversized pump. It was removed with my permission. I did so, as I found one issue with the pump no one tells a patient is, you're basically married to the doctor who implants it. If the care you receive is substandard, under validated, ignored, and set aside, as if I were the crazy one, baby, good luck with that is the best answer anyone will get". "Who cared I had to fight for meds, ignored with problems that I was experiencing, up to and including the loss of being able to pee without stimulation". Per patient "doctors who ignore the meds pumped in my body are bad for me having a serious reaction to and no one took me serious as I suffered". The pump was delivering morphine and clonidine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient programmer, model# 8835, serial# (B)(4). Catheter, model#8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk. (B)(4).